Event description:
It was reported that the patient presented in-clinic for a scheduled procedure as previously upon interrogation it was noted that the right-atrial (ra) lead had noise, the right-ventricular (rv) lead exhibited high capture threshold, and the pacemaker exhibited high capture threshold and noise. It was also noted during procedure that the ra lead also exhibited insulation damage. As a resolution the ra and rv leads were capped and replaced on (B)(6) 2025, and the pacemaker was explanted and replaced too. The patient condition was stable.